Event description:
Medtronic (covidien) received information stating that during onyx embolization treatment of an arteriovenous malformation (avm) located in the right temporal parietal lobe, the marathon catheter became entrapped and was left within the patient. The physician paused on several occasions between 30 to 60 seconds each time and the total injection time was 41 minutes. There was approximately 15mm of onyx reflux. As the catheter was removed, force was applied and vasospasm occurred. Approximately 30 cm of the catheter was removed from the patient; however, the remainder of the catheter was left within the patient as patient became bradycardic during the catheter removal attempts at which time the mca (middle cerebral artery) went into spasm. The avm was reported to have been ruptured prior to treatment. The patient's anatomy was moderate in tortuosity. There are no current plans to remove the catheter from its current location. Aspirin was given and the patient was reported to be asymptomatic. Three lot numbers different lot numbers onyx were used. However it is unknown which of the reported lot numbers was used when the entrapment of the device occurred.

Manufacturer narrative:
The lot history record review was performed and no quality issues were noted. The device was returned and an evaluation will be performed. A follow up will be sent upon completion. (B)(4). Information received from the same article as MFR: 2029214-2015-00830, 2029214-2015-00831, 2029214-2015-00832.

Manufacturer narrative:
The catheter was returned for evaluation with the onyx syringe and syringe adapter attached to the catheter hub. Onyx residue was found inside the catheter hub and within the catheter lumen. The catheter was found to be separated in two segments at approximately 9.0 cm from the catheter hub. The separated ends appeared to have a clean separation indicating that the catheter was likely cut during the procedure to remove the entrapped catheter. Approximately 72.0 cm of the distal end of the catheter was found to be missing. Based on the reported information this segment remains within the patient. There are no current plans to remove this segment from within the patient. The cause for the event was unknown. All products are 100% inspected for damage and irregularities during manufacture. Note: per the onyx IFU (instructions for use) warnings: do not allow more than 1 cm of onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. (B)(4).